Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was confirmed to be in safety mode. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in device being in safety mode.

Manufacturer narrative:
This pacemaker is expected to be returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was admitted to the hospital after feeling dizzy and lightheaded. Upon interrogation, the patient's pacemaker was found to be in safety core mode. Immediate surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.